Event description:
Inventory of circuits rec'd for pt use. Expiratory valve design changed & now defective. Breathing circuit installed on mvp-10 ventilator-when tested prior to use on pt, peak inspiratory pressure high limit cycled but unable to return to baseline expiratory pressure, until extra end cap removed from circuit. Re-designed expiratory valve mfg with flow arrow. Opposite of ventilator gas flow and occlusive end cap preventing correct pressure cycling, only able to obtain peak inspiratory pressure & no positive end expiratory pressure.